Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump got soaked because it was in his pocket while he got caught in the rain. Troubleshooting was initiated for the insulin pump. There was no fluid inside of the device, and no alarms triggered as a result of the rain. A self test was performed and the device passed. The customer also mentioned that his blood glucose has gotten as high as 465 mg/dl and as low as 38 mg/dl. The customer treated hyperglycemic events via manual insulin injection, and he treated hypoglycemic events by suspending the insulin pump and drinking soda. The blood glucose issues occurred prior to the insulin pump getting rained on. The insulin pump drive support cap appeared normal. The device settings were accurate. The device was not exposed to any strong magnetic fields either. The customer did not have a tubing clamp for a high pressure test. The customer was advised to monitor his insulin pump and blood glucose. No products were returned or replaced.